Event description:
The left side device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Event was initially reported by medical staff (B)(6) on behalf of the healthcare professional. (Phone no.): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured device. The device was explanted. Side unknown.